Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced several low blood glucose (bg) levels ranging from 45 mg/dl to 85 mg/dl. Reportedly, the cause of the bg level was unknown. However, the bg level could have been due to the settings. The bg level was addressed by the customer consuming carbohydrates.